Event description:
Information was received from a patient regarding an implantable neurostimulator. The patient had been having a problem of where "things were not working and they had to go to in and "see a representative (rep) yesterday" and was told that I have one wire that is missing so they could not actually help the pt but explained to the pt what to do and pt states they could not get "it going". Pt states they put the scs on the back and when they go to put the controller on my back. Agent confirmed with pt that they are trying to connect to the ins with the controller in order to charge the ins. Agent reviewed general use of handset/communicator. Pt states they are in a great deal of pain. Pt confirmed they are opening the mystim rc app in order to start a charging session. Agent had pt put the wr into the docking station and close all apps. Pt was able to click on the recharging app and was able to start a charging session. Agent reviewed how pt is to charge the ins. While on the call, pt was able to start a charging session. Therapy is currently off and pt was able to turn stim on and was able to change the program. Pt states they can feel the stim working already. Pt then states they are only feeling the stimulation in the right leg. Pt states they are having a problem all over their back, their spine, their right leg and left leg. Pt states they should be feeling stimulation in the back, spine right and left leg. Pt states this is the pain that the ins was implanted for. Pt states they do not know who the managing physician is. Pt states this pain has been for the past about 3 weeks of excruciating pain and the rep has not been able to get into the doctor. Pt states this is the pain that the ins was implanted for. Pt states they had no falls or trauma around this time.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2019; brand name: vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.